Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 488 mg/dl. The customer went into diabetic ketoacidosis but did not go to the ER. The customer treated with insulin. Customer indicated that their doctor has been contacted and their most recent blood glucose value was 376mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Device received with stripped battery cap coin slot.